Event description:
It was observed during the device inspection, that the duodenovideoscope glue between the server plug-in and the distal end was worn and corroded. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, for the first event (inside of the light guide lens was stained) it is likely the foreign material could not be removed by reprocessing as it was not on an external surface of the device. The light guide lens glue had likely peeled off due to physical stress by hitting/dropping the distal end and/or chemical stress from solutions used. Subsequently, humidity invaded the light guide lens and caused corrosion. As for the second event 2 (distal end had residual liquid) it is likely that the foreign material remained because handling/reprocessing of the device deviated from the instructions for use (idu). It was further noted there was damage at the area where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: event 1: inside of the light guide lens was stained. Instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Event 2: distal end had residual liquid. Instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.